Manufacturer narrative:
Analysis was performed remote and on-site service personnel which included testing of the affected alleged device. The results of the analysis were that the blood pressure (nbp) pump needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nbp pump. The issue was resolved by replacing the defective part by the field service engineer.

Event description:
It was reported the measurement device does not deflate and therefore, blood pressure measurement is not possible. The device was in clinical use. There was no report of patient or user harm.